Event description:
The baxter service tech reported a broken door found during service. No additional contact information was provided. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.